Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead was admitted to the hospital due to heart failure exacerbation. Interrogation of the device revealed high out of range lv pacing impedance measurements and loss of capture. It was found the lead had fractured. An invasive procedure was performed and the lead was successfully explanted. During the procedure a bend in the lead was noted 1 centimeter (cm) from the suture sleeve. It was reported the device had migrated which caused the bend in the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 455 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.